Event description:
It was reported that during a follow up, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the current drain was abnormally high, leading to premature battery depletion. The cause of the reported event remains unknown.